Manufacturer narrative:
(B)(4). Evaluation summary: visual and dimensional inspection was performed on the returned devices. The reported resistance with the introducer sheath was not able to be confirmed due to the condition of the returned device. However, measuring the returned non-abbott introducer sheath confirmed that the diameter was smaller than the recommended diameter indicated on the omnilink elite product label. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific product issue. The investigation determined the reported difficulties were due to operational context. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the omnilink elite stent delivery system was difficult to advance though the 6f non-abbott sheath, fitted for the 10mm device. The stent was implanted in the common iliac artery lesion successfully. Following, difficulties were experienced removing the device with the same sheath. There were no adverse patient effects and there was no clinically significant delay. Reportedly, the patient is doing well. There was no additional information provided.